Manufacturer narrative:
Examination is not possible, as the device have not been returned, however photographs were provided. The photographs show the distal end of two fast-fix 360 curved needle delivery systems. The photographs do not depict the reported complaint of pre-deployment as both ts are present on the delivery needles. If the product is returned in the future the complaint can be reopened and evaluated.

Manufacturer narrative:
One fast-fix 360 curved needle delivery system was returned for evaluation. Visual assessment of the device shows no suture or ts remain on the delivery needle. The suture and ts were returned for examination. Examination of the construct showed the suture has been cinched, t1 is missing a portion of its distal end, t2 showed no abnormalities. The actuator is in its post t2 deployment position indicating multiple trigger advancements and a complete deployment. Device was functionally tested for proper actuator advancement and cycling, device functioned as intended. Per the device instructions for use under warnings ¿do not push the deployment slider twice or the second implant will deploy prematurely¿.

Event description:
It was reported that the surgeon was trying to sew a meniscus, he complaints that the second anchor was flying out even before he pressed the trigger. Back-up device was available to complete the surgery with no patient injuries or significant delay reported.